Event description:
Fluid of the knee [joint effusion]. Damaged right knee [joint injury]. Knee buckle [joint instability]. Has fallen a couple of times [fall]. Grinding of knee [joint crepitation]. Black and blue bruise on right leg [contusion]. Case description: spontaneous report was received on (B)(4) 2011, from a consumer regarding a (B)(6) pt, initials (B)(6), with arthritis. The pt's medical history is significant for previous treatment with synvisc and synvisc-one every six months. On an unspecified date in (B)(6) 2010, the pt initiated synvisc-one, 6 ml in her right knee. On an unspecified date, she had fluid on the knee and her physician drained the fluid and gave her a cortisone injection. She stated that her knees buckle on her and she had fallen a couple of times. One time she fell and she damaged her right knee. She also experienced grinding of her knee and she had a large black and blue bruise on her right leg. Treatments were ice and elevation. The action taken with synvisc-one was not provided. The pt's outcome for the event of fluid on the knee was not yet recovered. The pt's outcome for the other events was not provided. Concomitant medications were not provided. The qa (quality assurance) investigation results were received on (B)(4) 2011. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responding for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comments: the benefit-risk relationship of the product is not affected by the report.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.